Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited questionable right atrial (ra) lead loss of capture and higher outputs. Technical services (ts) reviewed and noted the patient had double deflection atrial paces. Ts noted this did appear to be loc but possibly a long intra atrial septal delay. Ts recommended to the health care professional (hcp) to let the clinic know. A previous call record was observed which noted the ra lead appeared to be working appropriately. The device remains in service. No adverse patient effects were reported. Additional information was received that review of the presenting electrogram (egm) showed possible loss of capture (loc). Ts noted the previous phenomenon discussed in the previous clinical observations. Ts recommended bringing this patient into the clinic to assess.